Event description:
It is reported that the patient underwent a procedure to correct functional dentofacial anomalies. The patient had a sensation of sand in the bottom of the maxillary vestibule and pain. The osteosynthesis plates fractured. It has been further reported that the patient underwent a revision.

Manufacturer narrative:
This report is being submitted to update additional information in sections b3, b4, b5, d6b, g3, g6, h2, h6, h10 and h11.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products: item# 01-7037, lot# ni, 1.5 3/3 hole 100* right xlongl. G2: foreign source: chile. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a procedure to correct functional dentofacial anomalies. The patient has a sensation of sand in the bottom of the maxillary vestibule and pain. The osteosynthesis plates fractured. Patient underwent unknown medical intervention on an unknown date.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a single panorex view showed bilateral maxillary and mandibular plate and screw fixation implements are present. There is a fracture of the more central right-sided plate, which is not displaced. No osseous lucency is identified and overall alignment is maintained. Implant fit and alignment appear maintained despite the small plate fracture. Bone quality appears normal. No loosening, wear, dislocation, radiolucency, or any other contributing factors such as malalignment that could cause issues with these components were identified. A definitive root cause cannot be determined. The reported event is confirmed, based on the provided radiograph. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.